Manufacturer narrative:
The customer care solution center representative verified the issue with the customer over the phone. The customer care solution center representative dispatched a field service engineer on site to troubleshoot the cause of the issue and obtain logs from the central station. The field service engineer connected to a simulator and tested several pause and asystole alarms and confirmed that the devices worked as designed/intended. The field service engineer checked the setting for pause and asystole with the customer. A review of the central station alarm logs indicated that on (B)(6) 2014 from 04:39:56 until 04:41:11 there was 1 brady and 1 asystole alarms, both of which were silenced at the central station within seconds of occurring. There is no data to support a philips device malfunction. No further action or investigation is warranted.

Event description:
The customer reported that they did not receive an asystole alarm at the central station. Per the customer, the patient did not require any emergent care for the asystole alarm. This is being reported as a serious injury. The available information is not sufficient to rule out that use of this device was causal or contributory to the patient outcome.